Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as due to the patient¿s ¿vision problem¿ (unspecified), a contamination occurred (unspecified) which caused the peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient was hospitalized for the peritonitis and treatment with cefazolin and fazitef (1 gram, every day, intraperitoneally [ip]) was begun. Four days later, treatment with cefazolin and fazitef was discontinued and the following day treatment with proxacin (200 mg, every day, ip) and tienam (1 gram, every day, ip) was begun as treatment for the peritonitis. After sixteen days, the treatment was discontinued, the peritonitis was resolved, the patient was recovered from the peritonitis and discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.